Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2007 to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal tissues, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, urgency and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urgency and urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, bad urine odor and burning with urination. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat cystocele concurrently with a cystoscopy. No additional information was provided.